Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral valve insufficiency/regurgitation and death cannot be determined. Additionally, the image resolution poor was related to patient and procedural conditions. Death and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted a posterior prolapse was present and the patient had end stage heart failure. The patient was also unable to do breath holds. Due to the patient's health, imaging was noted to be very difficult. An ntw clip was inserted, but due to the difficult imaging, the leaflets were unable to grasp. Therefore, the clip was removed and an xtw and xt clip were successfully deployed on the mitral valve, reducing mr to a grade of 2. The following day, transthoracic echocardiogram (tte) was performed and showed mr had returned to a grade of 4. It was noted the implanted clips remained stable on the leaflets. On (B)(6) 2021, the patient then passed away. The physician is uncertain whether the mitraclip devices caused or contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.